Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s wife reported via phone call that they experienced low blood glucose of 50 mg/dl. The customer treated with the carbohydrates. Troubleshooting was declined for low blood glucose. The customer also reported that they had high blood glucose level of 290 mg/dl, and another blood glucose level was 150 mg/dl. The customer was treated with the insulin pump for high blood glucose level. Customer alleges insulin pump for under delivering because after treating with insulin pump they had a high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Unit passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device passed delivery accuracy test at 0.08770 inches. No under delivery anomalies noted.